Manufacturer narrative:
This event was associated with a procedure in which an implant system that is manufactured by a 3rd party medical device company, (B)(4)., and distributed by (B)(4)., is implanted utilizing the tgs for guidance. No evaluation was executed on the tgs involved as this system was replaced with mako's newer platform (rio). There are no indications that the system malfunctioned during surgery. The tibial inlay component was explanted and returned for evaluation by mako surgical. Damage was observed on the lateral side of the implant, which was consistent with damage when using a kocher tool to remove the implant. Wear pattern was also observed on the top of the inlay component (anterior to central wear). Yellowish discoloration on the implant is hypothesized to be cause by oxidation, an expected effect on the polymer. In terms of the femoral component, there was no alleged deficiency reported for it and it was not returned to mako surgical for evaluation. The investigation into this event is currently on going and supplement will be submitted if required as soon as the investigation has been completed. Mako surgical is filing this MDR to ensure visibility to a revision that occured as result of a procedure that utilized a tgs.

Event description:
The patient has received a partial knee arthroplasty, performed using mako's tactile guidance system (tgs) approximately seven years ago. The tibial inlay component had loosened, causing unintended movement. The surgeon revised the patient to a total knee replacement.